Event description:
A complaint was received from distributor. The complaint involved a male in a massage parlour in other country. The patient was fitted with a pacemaker. The patient was found to be unresponsive during a massage. Responders attended the scene and used a heartsine pad 300p. The device advised and delivered a shock then gave the warning "check pads" the responders used a second device on the patient.

Manufacturer narrative:
Heartsine technologies did not receive a completed customer event form and had been provided very little information about the incident from the reporter despite several requests. The investigation concluded that the "check pads" warning message was due to a defective relay on the unit. Following replacement of the relay the device was tested and was fully functional. Upon reviewing the previous complaint files, there was no evidence of a similar component fault. Heartsine technologies will monitor for evidence of any other faults due to the component involved in the incident. Review of the device history records showed that the device had passed all tests before leaving heartsine technologies.